Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was not verified during evaluation. The device was subjected to extensive testing inlcuding bench handling and stress testing without duplicating the report. An internal inspection of the device found no discrepancies. The device was recertified and returned to the customer with no fault found. The battery used at the time of the reported problem was not returned for evaluation. Analysis of reports of this type has not identified an increase in trend.